Event description:
It was reported that the original plan was to reposition one of the existing lead to t12- l1 location to cover a new pain. However, while repositioning the lead it was damaged. Hence, the lead was explanted and replaced with a new lead addressing the issue. Investigation was unable to determine which of the 2 leads damaged.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4) , batch: 7672834.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.